Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: occurred during a laparoscopic sigmoidectomy. There was difficulty opening the device. The device was moved at the same time it was attempted to open. The stapling sizers were not used. To correct the issue and complete the case, a second anastomosis was created with another instrument.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the instrument misfired and the doctor had to perform a second anastomosis with another instrument. There was no patient injury reported.